Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in hospital. Upon interrogation, the right atrial lead exhibited false pacemaker-mediated tachycardia episodes due to noise, varying high impedance, and intermittent capture thresholds. An x-ray was performed and revealed lead fracture and clavicular crush damage. The physician capped and replaced the lead on (B)(6) 2020. The patient was in stable condition.